Event description:
It was reported that the ilet user ate cake in the morning without announcing a meal, after which blood glucose rose and then fell following correction doses. Symptoms included hyperglycemia and hypoglycemia ranging from 61 mg/dl to 220 mg/dl. Outcomes included use of oral glucose to treat hypoglycemia, with the user in range at the time of initial call. Investigation included user troubleshooting and education regarding appropriate meal announcements when carbohydrate amounts are similar to a usual meal. Investigation of this case revealed no device malfunction and indicated user technique as the contributing factor, specifically a missed meal announcement that led to subsequent glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.